Manufacturer narrative:
The agent reported (the capture clip of the lock on femoral impactor broke off when impacting female, 75) this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA evaluation: the instrument was not returned for evaluation. If at a later date the instrument is returned, an amendment will be opened to gather any additional information. The revision level or lot number were not reported; therefore, this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed 23 previous complaints but there were no indications that this instrument has a design or material deficiency. S303 - broke/cracked/damaged, 23. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. It is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - pieces left in patient.